Event description:
Reported device was not returned for investigation. Device history record was reviewed, no event linked to the reported issue was observed. Log history was not provided therefore no review could be performed. Device was not returned for investigation. Although distributor sent the device to one of their authorized technical centers to be fixed, no complementary information were provided such as a repair report. Due to the lack of information the event cannot be confirmed. This complaint is not confirmed.

Event description:
Flowrate inaccurate.